Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and that the pump date was incorrect. Customer's blood glucose level was 222 mg/dl. Customer did not know why the date was incorrect. Customer reloaded the same cartridge and corrected the pump date to resolve the issue.